Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lpn, clinical team lead. G4: PMA/510(k): n/a. The details of the sample's actual condition were unable to be determined as it was not available for evaluation. There was no issued nonconformity report related to human error during lot production. The needles were manufactured at needle assembly machines 1 and 8. Machine 8 has an inspection system that detects tilted and bent cannulas. Dummy checking is conducted for every type of change, end of the lot, and machine adjustment/troubleshooting/replacement of parts to ensure the accuracy of the inspection system. During the collar assembly process, the hub fit is loosened from the protector before placing the needle into the collar. Before proceeding to the next process, the hub, cannula, and collar are pressed into the protector wherein a photoelectric sensor detects if the height of the protector is correct. Our safety needle features a hinged safety sheath attached to the needle hub. The safety sheath contains two locking mechanisms, the sheath tooth-cannula, and sheath wingscollar which are simultaneously activated when manually pressed over the needle immediately after use and just before disposal to minimize the possibility of sharps injury. At the cannula station, an inspector ensures proper cannula alignment to prevent bent needles. Our product has an allowable tilting of the needle of not more than 2°. Tilted cannulas are one of the check items in the hourly in-process inspection during needle assembly. The collar and sheath undergo an initial product inspection check (ipic) before mass production, during raw material change, mold maintenance, plant shutdown, cavity closure, and mold/product type change. Any molding defects that may affect product function are part of the inspection item. We also have a visual in-process and product confirmation inspection to ensure that the collar and sheath are in good condition. Visual in-process inspections are conducted during the manufacturing process to detect abnormalities in the product that may cause issues during sheath activation. The critical locking part of the sg3 product is checked for defects such as short shot, sheath collar fitting, and over or under insertion of the collar into the hub. We have functional tests conducted to confirm that our products are free of defects that would lead to difficulty or failure of device activation. We perform safety sheath activation during sg assembly inspection and outgoing inspection of finished products where the cannula should be captured under the sheath's tooth. During the component fit test, we also check that the sheath lugs are securely attached to the collar ear. Before shipment, qc conducts outgoing inspections to check the overall condition of the products. The product's instructions for use (IFU) provides detailed instructions for using the sg3 safety needle device, including warnings and precautions. Our cannula is a supplied raw material that complies with iso 9626, particularly on stiffness and breakage. It undergoes incoming inspection which includes visual inspection, dimensional inspection, and verification of quality certificate. The collar and sheath are manufactured in-house with validated tpc molding machines. There were no nonconformance reports issued for the supplied molded part lot. From the previous two fiscal years to the present, we received a total of sixty-two (62) complaints about the specific item code. The cause of these complaints was not identified as being related to our product or the manufacturing process. The retention samples were injected into the dummy arm's veins and a rubber cork to simulate intravenous and intramuscular injections prior to safety activation. The safety sheath was successfully activated on the samples; no detachment of the hub from the syringe, the needle did not bend, and no difficulties were encountered. In the next simulation, the needle was forcefully injected into the cork, causing it to slightly bend. Despite being bent, the sheath-tooth was able to completely capture the cannula, and the collar wing was fully locked on the sheath, indicating that the activation was successful. The root cause of the problem could not be identified based on our investigation of all the available information regarding this issue. A review of the product's lot history file revealed no issues were encountered during the production of the reported lot. We have routine inspections to check the condition of the products. The components that are critical to the product's safety activation are checked to ensure that no defects occur that could result in sheath activation issues. We recommend following the instructions for use (IFU) for proper use of the sg3 needle, which includes caution, precautions, and warnings to avoid problems during sheath activation. The occurrence of cannula pop up complaints specific to the 25-gauge surguard 3 hypodermic needle has increased in the fiscal year 2024. Tpc has initiated an in-depth investigation, led by the production engineering section, to confirm the product's design and determine the possible root cause of the needle bending out of the sheath during activation. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the needle bent while they were trying to engage the safety mechanism. Additional information was received on 26 february 2025: the sample is not available for return. The staff member was activating the needle against a hard surface as indicated in the instructions for use (IFU). There was a needle stick incident. The patient is stable. The needle was not confirmed to be successfully activated within the safety sheath. Post patient treatment, the needle bent while activating the safety sheath. The hypodermic needle was inserted intramuscularly.